Event description:
It was reported that the user experienced hyperglycemia while using an ilet system, with a sensor glucose of 243 mg/dl and a confirmatory fingerstick of 255 mg/dl approximately two hours after eating an english muffin with peanut butter; there were no occlusion alerts, dosing stops, or alarms, and the user performed a full supply change immediately prior to the call, after which they were advised to allow time for the new supplies to reduce glucose. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with continued use of therapy at home. Investigation included troubleshooting over the phone and review of device-reported status, with no alarms reported. Investigation of this case revealed an unclear cause of hyperglycemia and no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.